Manufacturer narrative:
Upon evaluating the returned system controller, it was determined that the controller was functioning as intended. The controller was functionally tested and exercised while connected to the equipment in our lab. The controller was found to function as intended during analysis even while supported independently by either power lead. The report of low speed operation was confirmed based on the log file. The evaluation could not conclusively determine the root cause of these events based solely on the system controller analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that log files were submitted as the patient was reportedly low in volume. The log files revealed numerous pulsatility index (pi) events within approximately a 2 day time period. It was noted that the patient was supported on batteries throughout the duration of the log. The vad coordinator confirmed the patient sleeps while on battery power electively. On (B)(6) 2014, additional log files were submitted indicating continued pi events. No device issues were noted. On (B)(6) 2014, another log file was submitted with the patient starting on battery power and changing to the power module. At the time the white power lead was disconnected elevated power levels, elevated average pi values, and a reduced speed were noted during this period. An issue with the patient cable was suspected and it was recommended that the patient cable be exchanged. In a follow-up conversation the vad coordinator indicated that during a daily system controller self-test, the red heart alarm icon was only partially lit. The customer reported that upon interrogation at a follow-up clinic visit, a date stamp reset was observed in the patient¿s history. Past log files were reviewed by the manufacturer¿s technical services and a change in the date stamp count was noted. The patient remained asymptomatic throughout the reported events. The patient¿s controller was exchanged.

Manufacturer narrative:
Approximate age of device: 3 years and 6 months. The device was received for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.